Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus personnel reported on behalf of the customer that the visera 4k uhd camera control unit was not recognizing the camera head, error 230 out of box failure. The issue was found during preparation before use inspection. There were no reported delays. The customer later reported that the issue occurred on the first day of use, before the procedure started. The customer didn't recall the error code, but the box stated "restart camera processor." Customer support stated that this was an "internal brace failure". There were no reports of patient or user harm associated with this event.